Event description:
Info received indicated the left siderail would not latch.

Manufacturer narrative:
The hill-rom tech found the siderail had a broken plastic cover and hinge. He replaced the hinge and plastic cover to resolve the issue.